Event description:
Pt reported that they were in the ICU for three days during 2003 due to a diagnosis of diabetic ketoacidosis -- pt was then transferred to another unit in same hosp for four days. Pt was treated with insulin drip and other IV (content of other IV was not specified).